Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
An applicator was returned for evaluation. A visual inspection was performed and testing concluded that an investigation was unable to be provided due to only the applicator being returned. The reported event of a detached sensor wire was not confirmed. A root cause could not be determined.